Event description:
Patient reported a hole in his permanent pd catheter. A hole approximately one inch from the exit site. The catheter was spliced behind the hole and new transfer set applied. One day later, the catheter began leaking again. Patient to see physician for replacement.